Event description:
It was reported that the patient complained of thumping in their chest while lying supine or on their right side. The left ventricular (lv) lead pacing vector was reprogrammed and resolved what was determined to be diaphragmatic stimulation. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.